Event description:
Reportable based on device analysis completed on 15may2024. It was reported that the coil could not be advanced in the catheter. Patient had an abdominal aortic aneurysm and underwent embolization located in a medium tortuous internal iliac artery. A 6f sheath assisted to place angiography catheter and was later followed by a 5f catheter used to guide 12mm x 40cm interlock .035 coil to embolize. During the procedure, there was difficulty advancing after several attempts. When the coil was pulled out, it could not push back again. The delivery was not rotated more than one turn during delivery and the twist lock was not fully opened. After many failed attempts, the device was removed together with the catheter and was replaced for another of the same model to complete the procedure. It was confirmed coil and pusher wire arms were interlocked in the introducer sheath before use and that the sheath was firmly seated in the hub of the catheter before advancing the coil. There were no patient complications reported. However, returned device analysis revealed a detached coil at the arm section.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm, zap tip and primary coil section. Also, the coil arm was detached. The functional could not be performed due only the main coil was returned. The outer diameter (od) of the main coil, zap tip od, and primary coil od passed the dimensional inspection.